Event description:
It was reported that during the follow-up, the device was interrogated showing elective replacement indicator (eri) with security pacing mode vvi 65 and premature battery depletion was suspected. It was not possible to change the pacing mode and the frequency of the device. The device was explanted and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and there was an inconclusive finding with the integrated circuit. Preliminary analysis revealed an elective replacement indicator (eri) condition. Analysis of the memory dump revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri. The condition was the result of a timing anomaly internal to the (B)(4) pacing/sensing integrated circuit.